Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, infection, adhesions, abscess, fistula, and organ damage. Post-operative patient treatment included small bowel resection, revision surgery/debridement, mesh removal, wound vac, and mesh failure.

Manufacturer narrative:
Additional information: h6. (Ime, imf, ime e2402: hearing loss, bad eyesight). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, infection, adhesions, abscess, fistula, organ damage, mesh failure, small bowel perforation, leakage of succus entericus, non-healing wound, pain, inflammation, obstructions, seroma, kidney failure from infection, cramping, hearing loss, bad eyesight. Post-operative patient treatment included small bowel resection, bowel removal, revision surgery/debridement, mesh removal, mesh revision, wound vac, lysis of adhesions, hernia repair with mesh, diagnostic laparoscopy, abdominal washout, abdomen pack opened, removal of sinus tract, panniculectomy, ileostomy, medication.

Manufacturer narrative:
Correction: h6 (ime code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.